Event description:
It was reported that the patient presented via a remote transmission showing non-sustained right ventricular over-sensing (nsrvo) due to post-paced t-wave over-sensing. Device reprogramming was made during the device check. No patient symptoms were reported.